Manufacturer narrative:
The lens has been returned to b and l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed from the pt's eye intraoperatively due to capsular damage during rapid injection of the lens into the eye. Another lens model was implanted successfully in the sulcus. The pt's status was described as good. Please reference MDR#: 1119279-2013-00363 for the inserter used during the event.